Event description:
It was reported that the patient had a surgical procedure to explant an artificial urinary sphincter(aus) device due to an infection. The patient will not have a reimplant as there may be potential risk associated with implanting another aus, per the physician.